Event description:
It was reported that during implantation of a trochanteric fixation nail for a pertrochanteric hip fracture, the surgeon was positioning the nail for correct placement of the helical blade. Upon x-ray, the surgeon noticed the femoral shaft had fractured during the case. The surgeon completed the fixation of the nail proximally and then had to put multiple cables around the shaft of the femur. There was a 30 minute delay in completing the case. Update. Sales consultant reported that a femoral nail was the only device that had been implanted in the patient when the fracture was noticed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.